Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the monitor was connected to a test system for a multi-day burn-in test. The image remained normal for all testing. Testing was unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, checked the cable connections and reported the issue was not resolved. RMA issued; replacement device shipped to site on 12/16/2015 for issue resolution. A medtronic representative replaced the navigation system monitor and performed a navigation system check-out, all areas passed. Then medtronic representative reported the reported issue was resolved after replacement. No parts have been received by the manufacturer for analysis. No further issues reported.

Event description:
A medtronic representative reported that the navigation system monitor sometimes goes black for a few seconds and then comes back on. There was no patient present when this issue was identified.